Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamiton medical ag: customer says they saw repeated obstruction alarms while on a patient. This was even after they switched out filters and exp. Valves no patient harm. However, patient had to be hand bagged temporarily.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. Exhalation obstructed alarm occurred during ventilation of a patient. The patient was moved to another device. No harm reported. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was that the external filter used on the device got ''clogged'' with the patient medication. The external filter was replaced and the device was released for clinical use. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The following was reported to hamiton medical ag: customer says they saw repeated obstruction alarms while on a patient. This was even after they switched out filters and exp. Valves no patient harm. However, patient had to be hand bagged temporarily.